Event description:
It was reported that this pacemaker device was found in safety mode and exhibited premature battery depletion. It was noted that on the electrocardiography (ECG) that there were pauses seen and this patient also had dementia. Subsequently this device was explanted and successfully replaced with a non-boston scientific device. No additional patient adverse effects were reported. This device is expected to be returned for analysis.